Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter 1 device was received for evaluation. 1 device was not available to stryker for evaluation. 1 event was confirmed during testing: the device was found to be affected by broken down lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device reportedly overheated.there was no patient involvement; no patient impact.